Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer powers up with white screen. Mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. Analysis also found the screen has water spot on the left part of the screen. The cord bay latch tab is broken off. The programmer failed left antenna functional test; antenna cable (wires) found damaged. Right post of rft (radio frequency transceiver) was found loose. Bottom case is scratched, upper case has stripped screw hole by keyboard slide, and system fan is noisy system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer has a screen problem; the programmer screen is unstable when the programmer is turned on. The programmer was returned for repair. No patient complications were reported as a result of this event.